Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e321 (battery charger timeout) error code and e437 (software failure) #13 (unintentional watchdog reset ID) error code were noted in the device history but were not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, an e321 (battery charger timeout) error code was noted. The device in the biomedical department with an unsigned note that stated, alarm log show e437#13 multiple times. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.